Manufacturer narrative:
Date of event is estimated

Event description:
It was reported the patient did not recharge their ipg as recommended. As such, the ipg became inoperable. Surgical intervention may occur later to address the issue.